Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing fecal and urinary incontinence. When the system is turned off the bladder and bowel function is normal. The scs lead is located at t8, 9. Physician had a follow up appointment scheduled. Add'l info stated reprogramming was not successfully in resolving these issues. The hcp did a neuro assessment and found potential issues relating to a possible lumbo-sacral nerve impingement. Further tests were to be ordered. Info from the hcp stated the pt required an MRI to diagnose the cause of his symptoms of incontinence. The pt requested the device be removed to facilitate this. Hcp felt this was not primarily an scs problem. He felt it was unrelated as there were no device system problems. This was reported as a serious injury/illness and is ongoing.